Manufacturer narrative:
Investigation x-no sample returned analysis and findings distribution history no distribution history could be found as a lot number was not provided. Manufacturing record review DHR could not be reviewed as a lot number was not provided. Incoming inspection review iqc could not be reviewed as no lot number were provided by the customer. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. No similar issues were found for insorb code staple degradation nor for staple absorption. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, a mirf has been initiated to escalate the issue to the medical representative. A follow up has been made but no reply has been given. However, as it can be seen at the attachments and also checking the IFU of the product it is stated that at 10-12 weeks, the staple is approximately one-half its original mass, and the remainder is absorbed during the subsequent months. Root cause no root cause needed as the complaint condition is under the average time lapse for stapple absorption. Correction and/or corrective action no corrective action needed at this time. Reason: no further training required at this time. Preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
The details reported in incoming e-complaint (B)(4) are as follows: "a lack of absorption for insorb staples. " " for a patient whose staples have not fully dissolved. She's 4 months out from a c-section. I can feel the staples under her skin. She says they hurt "... " I figured it would just take longer for them to absorb, but she wants me to "do something about it."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
The details reported in incoming (B)(4) are as follows: "a lack of absorption for insorb staples." "For a patient whose staples have not fully dissolved. She's 4 months out from a c-section. I can feel the staples under her skin. She says they hurt. I figured it would just take longer for them to absorb, but she wants me to "do something about it."